Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00021 through 0001032347-2019-00024.

Event description:
It was reported three right angle screw drivers were broken. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The following sections were updated:

Event description:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product identities were confirmed. The three (3) 90° contra angle driver (part# 24-1189, lot# 934910) were visually evaluated. The drivers appeared to be in good condition overall, with minimal discoloration on the handles, likely from the autoclaving process. One of the three drivers was returned with a contra angle traumaone blade (part# sp-2379) stuck inside the collet. The head assembly of this driver was disassembled. A light was shined into the collet to see if there was any space between the blade and the collet, but no light was observed. This is consistent with the interference issues. All three drivers were functionally tested by rotating the knob in both the clockwise and counter-clockwise directions. The driver with the blade stuck inside was very difficult to turn and the other two had slight resistance during rotation. The drivers were disassembled for further inspection and it was found that the internal gears were stripped and metal shavings fell out during disassembly. Device history record (DHR) review was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the gears being stripped, likely resulting from torque in excess of what is required to fixate the screw and the reported event of the blades being stuck in the driver was due to the connection issues due to the supplier using blades, and not the min/max gage, to design the collet resulting in the collet failing the max gage inspection. In the warnings and precautions section of the instructions for use (IFU) for this product it is stated: avoid undue stress or strain when handling or cleaning instruments. The discoloration is most likely due to residual from the cleaning process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00021-1, 0001032347-2019-00023-1, 0001032347-2019-00024, and 0001032347-2019-00067.

Event description:
This follow-up report is being submitted to relay additional information.